Event description:
Information was received that reported a patient was hospitalized in 2009 due to an incident of hyperglycemia. The reporter stated that while at work, she began feeling ill, she tested her blood glucose which registered as "hi" on her meter. Her co-workers called for the paramedics. Ems arrived and measured her blood glucose as 689 mg/dl. It was noted that her infusion set had become disconnected from the insulin pump and per the reporter her clothing was "soaked in insulin". Visual examination of the infusion set luer or insulin reservoir cartridge did not reveal any damage or cracking. Due to the patient's hyperglycemic state she was transported to the hospital. She was admitted and treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.